Manufacturer narrative:
(B)(4). This lot was manufactured from july 30, 2014 to july 31, 2014. The device was received for evaluation. A visual inspection and functional flow testing were performed. The device flowed without issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume multirate infusor stopped infusing. It was noted that flow was confirmed prior to connection. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.